Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No e/a alarm noted during test. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump once had an unspecified error. The customer's blood glucose level was unknown at the time of the incident. It was reported that where clip is located, the part of the insulin pump has chipped off, the insulin pump had some scratches on the screen but does not cause difficulty to see screen. The device will not be returned for analysis.